Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. Product evaluation: the lens was returned wrapped in surgical gauze. Solution and surgical gauze material are adhered to the lens. Haptic and optic damage was observed. Root cause: the reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a scratch on the intraocular lens after surgery. The lens was removed and there was no patient harm. Additional information is requested.